Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not been using the pump for 3 days and was attempting to reinstall the pump using supplies that were on the pump for 3 days. No insulin was observed exiting the tubing or the cartridge tubing. Tandem customer technical support (cts) informed the customer that humalog was labeled for 48 hours use with the cartridge. Reportedly, the customer was to change out the pump supplies and declined cts's offer for further troubleshooting.